Manufacturer narrative:
G1 contact office phone: (B)(6). H3 other text: device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has passed away. There was no report of medical intervention. Also, an allegation of lung disease, and respiratory tract irritation and inflammatory response is reported. There was no report the device caused or contributed to the death. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has passed away. There was no report of medical intervention. Also, an allegation of lung disease, and respiratory tract irritation and inflammatory response is reported. There was no report the device caused or contributed to the death. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that dust-like contamination and hairs/fibers at the air outlet port and at the air inlet and on the top, bottom and inside of the blower motor and hairs/fibers inside the blower box. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box h: patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.